Event description:
It was reported that the customer experiences no delivery alarms, and air bubbles in the reservoir. The customer's blood glucose was 118 mg/dl. Troubleshooting was conducted. The air bubbles did no persist after a set change. It was also stated that the customer has had unexplainable low blood glucose readings. The customer reported blood glucose readings of 50 mg/dl, 30 mg/dl, 34 mg/dl, 62 mg/dl, and 60 mg/dl. The unexplainable blood glucose readings occurred in a time frame of two days. The customer stated that they are allergic to mold and she was exposed to it. The exposure caused her to pass out and be treated with a dexadrone shot. Advised the customer to contact their doctor to check all of the settings. The customer will be sent replacements for the infusion sets and reservoirs. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.